Event description:
The initial reporter received questionable gen.2 ise indirect for na results on a cobas pro ise analytical unit. The initial na result was 133 mmol/l. The repeat result was 140 mmol/l. It was unknown which analyzer was used for the initial and repeat testing. It was reported that the cobas pro ise modules used had the serial numbers (B)(4). The initial result was reported outside of the laboratory. The sample was repeated because the result was lower than expected. The repeat result was deemed correct. The na electrode serial number is (B)(4) and the expiration date is 05-feb-2023.

Manufacturer narrative:
The field service engineer (fse) cleaned the mixing vessel, waste nozzle, sipper nozzle, and sample probe. All electrodes were replaced. No abnormalities were found in the ise module. The customer ran a precision study, calibration, and qc successfully the investigation reviewed the customer's calibration results and found that the calibration run on (B)(6) 2022 was acceptable. The customer's qc results were requested but not provided, however, the customer reported the qc results were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.